Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a contaminated upstream sensor seal. Review of the event history log (ehl) showed error code 1260. A functional test was performed, and the reported issue the reported issue of air detector not functioning was not duplicated. The probable cause of the reported issue was due to damage. As a result, the microprocessor unit board, battery door and air detector were replaced as preventative maintenance. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited error code 1260. The battery door was missing, and the air detector did not function. There was no patient involvement and no patient injury was reported.